Event description:
During a revision which was initially intended to restore therapy, the surgeon discovered device migration. The ipg was upside down (i.e., etching deep toward the pectoralis major) upon first opening the scar capsule. The physician determined twiddling of ipg occurred (twiddler's syndrome). No prior indication from the patient or physician of device migration. In the revision, the surgeon replaced the ipg and sense lead, resolving the issue. The ipg was attached with wide set anchor points to prevent future migration.